Event description:
Patient was revised to address poly wear of the insert and loosening of the femoral component at both interfaces. The manufacturer of the cement used at the time of original implantation is unknown. Osteolysis was also reported.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes has been informed that the lot number is not available

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Visual and tactile examination of the submitted device confirmed scratches, wear, and pitting of the articulating surface on both condyles. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The device was subject to a combination of abrasive wear likely due to bone cement particles, creep and burnishing likely due to micromotion, and oxidative degradation. Based on the inability to identify product error as root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.